Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable causes are likely such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a reportable malfunction was found. It was determined that the adhesive on bending section cover has a chip. There was no patient involvement.